Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good. Investigation unable to download event history log. The customer's reported problem "ec45636" was duplicated, although the code displayed was 45639, which according to the investigation is motor sense issue. According to the investigation no further testing could be performed. The pump mpu board will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during in-house evaluation of this cadd solis vip pump, the pump exhibited error code ec45636. It was reported that there was no patient involvement.